Event description:
Explanted device received at hq. As per device explant report form, the fmt was dislocated. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. As per device explant report form, the floating mass transducer (fmt) was dislocated from the round window. The user has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The device was explanted due to an insufficient device coupling to the round window, which occurred as a consequence of a post-operative migration of the floating mass transducer (fmt). This is a final report.